Event description:
A patient had an apparent uncomplicated angioplasty earlier in the day. The patient developed hypotension and was taken back to rule out thrombosis. Thrombosis was ruled out, but the hypotension persisted and an intra-aortic balloon pump was inserted. Echocardiogram showed possible blood in the pericardium and a pericardial catheter was placed which had persistent drainage. The patient was taken to the or and a right ventricular laceration was repaired. A mediastinal chest tube was placed. At the conclusion of that surgery, it was noted that the patient had a significant tense diaphragm. Further surgery indicated a small liver laceration which was promptly repaired. The patient lost a total of 3700 cc of blood. The balloon catheter was removed two days after the surgical procedures.

Event description:
The hosp notified datascope that the balloon model number/catalog number is unk and the product would not be returned to datascope. Therefore no further info is available.